Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery after an interventional percutaneous transluminal angioplasty procedure with an 6f sheath. Reportedly, several attempts were made to depress the plunger, the plunger was eventually depressed, however when removing the plunger, no suture was present as a cuff miss occurred. Manual compression was used to achieve hemostasis. During inspection of the retrieved device, it was discovered that the posterior foot was damaged. After removal from the patient, the device damage was confirmed; however, the location of the separated foot could not be identified. It was agreed that the hospital will closely monitor the patient¿s condition on an ongoing basis for any complications or abnormalities. No additional information was provided.